Manufacturer narrative:
The lens was returned dry, in a cartridge case. Visual inspection found no visible damage to the lens. There was residue on the lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, deployed prematurely and was defective. There was no patient contact or injury and the backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the surgeon loaded and was priming the lens before injecting and the lens prematurely deployed. There was no patient contact. The surgeon was not sure if the lens was damaged so he loaded and implanted the backup lens, which was implanted with no problem. The patient is doing well. The reporter indicated there was no issue with the lens or injection system and was most likely due to a user error. Claim#: (B)(4).